Event description:
As reported by the edwards clinical specialist, during the transcatheter aortic valve replacement (tavr) procedure, the first 26mm sapien valve positioned in a 60:40 aortic position, however, during deployment the valve moved a few millimeters aortic, with 2+ pv leak noted. The decision was made to implant a second valve. The second valve was positioned more ventricular with trace pv leak noted after valve deployment. Additional information provided by the edwards clinical specialist (cs) indicated that the aortic valve was moderately calcified, the ejection fraction was normal, and the patient did not have severe ventricular septal hypertrophy. Additionally, the image intensifier angle was noted to be good, coaxial alignment was good; however, balloon inflation was not ideal - fast inflation. There was no loss of pacing during valve deployment and post deployment the valve landed 80:20 aortic.

Manufacturer narrative:
The device was not returned for evaluation as it was not explanted. However, there was no allegation of product malfunction. Per the IFU, device malposition and regurgitation requiring intervention are known potential adverse events associated with the tavr procedure. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the root cause of the aortic movement of the valve during deployment cannot be confirmed; however may have been related to the fast balloon inflation. The regurgitation was likely a result of the valve malposition. Complaint histories for this type of event are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.